Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Manufacturer narrative:
The device was explanted and returned. Upon analysis, this investigation will be updated.

Event description:
Boston scientific received information that during the procedure, it was difficult to establish telemetry and interrogate this device. After connecting the leads to the device no pacing was seen on the atrial or ventricular channel. The leads were reconnected to the device but no pacing was seen. This device was replaced. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Should additional information become available this investigation will be updated.